Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a crack in the hub of the needle and the user was not able to aspirate effectively. A new device was used. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported there was a crack in the hub of the needle and the user was not able to aspirate effectively. A new device was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle hub cracked was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. A non-conformance was initiated for material k-04300-019c, lots 14p21c0248 and 14p21c0043 in regard to needle hub cracked. The instructions for use (IFU) provided with this kit states, "arrow raulerson syringe is used in conjunction with arrow advancer for guidewire insertion. Insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.